Event description:
It was reported that peeling of the guidewire occurred. The target lesion was located in the lower extremity. A 300cm, 8cm v-18 control wire was crossed the lesion. However, the coating of the guidewire peeled off, the procedure could not be continued. The procedure was completed with another of same device. There were no patient complications reported. The patient's status was stable. It was further reported that the peeled coating was inside the catheter and was simply pulled out from the patient.

Event description:
It was reported that peeling of the guidewire occurred. The target lesion was located in the lower extremity. A 300cm, 8cm v-18 control wire was crossed the lesion. However, the coating of the guidewire peeled off, the procedure could not be continued. The procedure was completed with another of same device. There were no patient complications reported. The patient's status was stable.